Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up with a device that was post-sensed t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended.